Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the returned product consisted of the nc emerge balloon catheter. The balloon, tip, shafts, hypotube, and bonds were microscopically and visually examined. There was contrast in the inflation lumen and blood in the guidewire lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a 17mm longitudinal tear in the balloon wall at the proximal to distal ends of the balloon. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13-jun-2017. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the mid left anterior descending (mlad) artery. A 2.50mm x 15mm nc emerge® balloon catheter was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a balloon torn longitudinally.